Event description:
Reportable based on analysis completed on 10dec2014. It was reported that balloon damage occurred. A 2.50x12mm promus premier¿ stent delivery system (sds) was selected; however, it was noted that the balloon of the device was damaged. No patient complications were reported. However, returned device analysis revealed proximal stent damage and hypotube break.

Manufacturer narrative:
Device is combination product. (B)(4). The stent delivery system was returned for analysis. A visual examination of the crimped stent found proximal stent damage with stent struts at the proximal edge lifted upwards from the stent profile. From the microscopic examination, there was no indication that the damaged stent interfered with the profile of the balloon. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 178mm distal from the strain relief. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 178mm distal from the strain relief. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).